Manufacturer narrative:
The device should have been dbs lead rather than dbs extension.

Event description:
Related manufacturer reference number: 1627487-2019-06029. Additional information received indicated that physician decided to better place the lead within the anatomical target to achieve effective therapy. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein patient¿s right dbs lead was explanted and replaced. Effective therapy was restored after surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-06029.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-06029. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.